Event description:
At about 2 months after the primary, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 april 2024: lot 2305361: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved, batch review performed on 11 april 2024 reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2311288: lot 2311288: (B)(4) items manufactured and released on 05-july-2023. Expiration date: 2028-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.